Event description:
Explanting physician reported rupture. The device has been explanted and replaced. The affected side is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: device photograph(s) for the device related to the reported event of rupture, was reviewed on aug 18, 2022. Visual analysis of the photographs identified; an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.